Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted

Event description:
It was reported that the patient underwent explant procedure due to device was causing pain. No further information has been obtained.